Manufacturer narrative:
Evaluation conclusion = device has been evaluated but not repaired.

Event description:
The manufacturer received information alleging a ventilator stopped working. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. During evaluation, a "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's blower motor needs replaced to address the issue. The root cause of the blower failing was due to bearing failure. During evaluation, the device failed a step during testing. The device's sensor board needs replaced to address the issue. The root cause of the sensor board failing was due to flow sensor (mt5) being out of tolerance.